Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that batteries in insulin pump only lasted a couple of days. Customer reported that low battery alert was not received before pump powered off. It was also reported that insulin pump had a motor error alarm. Customer's blood glucose was unknown, but woke up with blood glucose of 370 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery, weak battery, battery out limit alarms or unexpected off no power anomalies noted. Unit passed the rewind, basic occlusion test, occlusion test, prime a33 test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit received with cracked case at reservoir tube and reservoir tube window. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.